Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, that the customer reported issue was duplicated. The device had a cracked downstream occlusion (dso) lifted. There was also corrosion build up on the latch lock flex sensor. After investigation the results indicated a reportable malfunction due to the lifted dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and latch lock flex sensor, and calibrated the dso. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device failing during update, and during physical inspection it was found that the downstream occlusion (dso) seal was lifting. After investigation the results indicated a reportable malfunction due to the lifted dso seal and dented air in line detector. This occurred during testing, and there was no patient involvement.